Event description:
The patient was sitting on the edge of the recliner when the back of the recliner fell backwards. There was no injury to patient noted and the recliner was immediately removed from the patient's room.additional infromation obtained from the site:our biomed department would not evaluate this product. It is a piece of furniture and they are not trained to evaluate or repair furniture and because this is a piece of furniture it is not on a pm schedule. It is also less than six months